Manufacturer narrative:
(B)(4). No device was received for evaluation. If a device becomes available a follow up MDR will be submitted.

Event description:
Customer stated "lock box on insert came apart while using the grasper to remove a gastric band.  Failure occurred while inside the patient.  Surgeon and staff confident that all pieces were removed before end of procedure.   Hospital unwilling to release product as they are conducting an internal investigation." No patient harm.

Manufacturer narrative:
(B)(4): carefusion was notified on (B)(6) 2014 that the hospital is unwilling to release product as they are conducting an internal investigation. Four (4) photos were provided by the customer for evaluation and a date code was not provided in order to perform the device history record review. Carefusion was able to conduct a review of the lot numbers of the instruments that were purchased by the customer in the last two years. Evaluation of the provided photographs of the device by the quality engineer confirmed the reported issue. The ta insert device jaw piece was separated from the rod. This failure was previously identified and a formal investigation was conducted which identified and implemented the following improvements: further defined heat treatment and electropolish parameters to increase strength of material properties of the device, added additional critical inspection dimensions to the rod fork feature and overall straightness of rod, and reduced material variation by tightening material property specification ranges. Review of the lot number used for this rod, p/n 92-1362, lot# 12114045, 13183051, and 12200063 indicated it was manufactured prior to the implementation of the new design ((B)(6) 2014).